Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller attempted to load a new cartridge with 140 units of insulin, encountering issues that required filling the tubing multiple times. After finding only 70 units of usable insulin left in the cartridge, technical support educated the caller on the minimum fill recommendations and instructed them to add more insulin to the same cartridge. The caller was then able to successfully complete the load process and resume insulin delivery.